Event description:
The customer reported that the 840 ventilator had an erratic display. No patient involvement. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone. Covidien was not authorized to service the device.